Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 845930-inv) inserted for female sterilisation. The patient's medical history included dysmenorrhea, throbbing pain, cholecystectomy and adenomyosis. On (B)(6) 2018 ultrasound and blood test performed. Previously administered products included for birth control: pill. Concurrent conditions included menorrhagia, uterine fibroid, endometrial hyperplasia, dyspareunia and endometriosis. The patient also had a family history of ovarian cyst (mother) and endometriosis. Concomitant products included ibuprofen (motrin). In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: in pfs it was reported that date of insertion: (B)(6) 2011 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: the essure devices are in good position with documentation of tubal occlusion. Ultrasound pelvis - on (B)(6) 2018: endometrial hyperplasia. Bilateral essure devices. Probable small anterior uterine fibroid. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain . Most recent follow-up information incorporated above includes: on 26-aug-2019: update of information (batch is not valid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 845930) inserted for female sterilisation. The patient's medical history included dysmenorrhea, throbbing pain, cholecystectomy and adenomyosis. On (B)(6) 2018 ultrasound and blood test performed. Previously administered products included for birth control: pill. Concurrent conditions included menorrhagia, uterine fibroid, endometrial hyperplasia, dyspareunia and endometriosis. The patient also had a family history of ovarian cyst (mother) and endometriosis. Concomitant products included ibuprofen (motrin). In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: in pfs it was reported that date of insertion: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: the essure devices are in good position with documentation of tubal occlusion. Ultrasound pelvis - on (B)(6) 2018: endometrial hyperplasia. Bilateral essure devices. Probable small anterior uterine fibroid. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: mr was received - lot number, lab data, concomitant drug, medical history and new reporter information were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.